Event description:
It was reported that the patient fell on (B)(6) 2014 and they had been in the hospital and rehabilitation for it. The patient¿s health care provider (hcp) thought the fall caused nerve damage. It was noted that the patient was numb from their waist to their foot on the left side and the implantable neurostimulator (ins) was located on the left side. It was painful for the patient when they were lying in bed.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va09p7j, implanted: (B)(6) 2013, product type: lead. (B)(4).